Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect (tissue damage) however the treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the lever was closed but the foot plate did not retract. The proglide device was pulled out of the patient and a piece of vessel intima came out with the device. The vessel was repaired and hemostasis was achieved surgically. There was a clinically significant delay in the procedure due to the vessel repair and surgical closure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.